Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was not working. The customer stated that she was wearing the insulin pump while having an x-ray done. Advised customer that the insulin pump could not pass through any magnetic field. Advised that a replacement insulin pump would be sent. Nothing further reported.